Event description:
Rn was administering medications (phenytoin 100 mg oral suspension and diltiazem 30 mg tablet). Both meds were ordered to be administered via corflo feeding tube (cortrak 2 enteral access system). Decadron IV also given at the same time. The cardizem and dilantin were placed in a 60 ml luer lock syringe. These two po medications were given through the IV inadvertently. The error was immediately seen and the rn tried to withdraw the medications from the IV. The patient became unresponsive. Rapid response was called. Pt became pulseless (IV atropine and epi given). Pt was a dni, daughter requested that resuscitation be stopped. Pt expired.this event is being reported due to the likelihood of confusion of using luer lock syringes intended for po meds with corflo/cortrak and inadvertently giving the po meds via the IV route.